Manufacturer narrative:
The customer called a siemens technical solution center (tsc). The tsc helped the customer in troubleshooting the instrument for the error results. The tsc determined the cause of the malfunction was due to user error: base reagent was placed in the position of wash 1 solution. The customer preferred to decontaminate the instrument by themselves. The tsc provided instructions for the decontamination. The tsc confirmed that color coded labels were installed guiding the operator as to the proper positions for the reagents.

Event description:
Two discordant (B)(6) results for igm antibodies to (B)(6) were obtained on an advia centaur instrument. The customer received error messages for most of the patient samples. After solving the issue, all the samples were rerun on the same instrument and two corrected results were reported to the physicians. The rest of the reported results were confirmed. The corrected results were reported before the physicians offices were opened. There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.